Manufacturer narrative:
An amo field service engineer examined the laser at the customer location and no issues were found that were related to the reported event. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Event description:
The clinic reported that they were seeing over corrections in multiple patients treated for laser vision correction and with two different doctors. Additional information has been requested from the clinic however as of this date no further information has been provided.